Event description:
An impella 5.5 was inserted via the left axillary artery in a 66-year-old male who was admitted for cardiomyopathy. The patient¿s comorbidities were unknown. The patient's clinical state prior to initiation of support was scai stage c. During support, the patient developed hemolysis due to deep pump positioning, confirmed by imaging that showed the pump was not in good position, and packed red blood cells (prbcs) and platelets were administered. The device was repositioned, although it remains unclear whether the issue fully resolved. No anatomical abnormalities or patient movement contributed to the malposition, and the device was not removed. On day 11 of support the patient had a hemorrhagic stroke, anticoagulation was paused for one week. The stroke resulted in minimal residual effects, and systemic anticoagulation was held for one week. Based on the available information, there is no evidence of device malfunction contributing to either the hemolysis or cerebrovascular event. Care was withdrawn and the patient expired, care was with unlikely related to the events and most likely related to the patient's clinical presentation. The death is conservatively being reported although more likely due to the patient's underlying critical illness.

Manufacturer narrative:
Additional information was received, and an updated clinical assessment was completed and documented in section b5 (event description). The information also confirms that the impella pump placed for support was explanted after approximately 47 days. The patient was subsequently reported to have expired, and section d6b has been updated accordingly. Following the clinical assessment, the reportable event classification was revised to death from serious injury. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. Note: the actual date of death is not known at the time of this follow-up report. A provisional date, based on the explant date, has been recorded. A supplemental report will be submitted upon receipt of the confirmed date of death or any new, relevant information. Correction: complaint/patient and product experience coding has been revised to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. Of further note, the pump was not retained for returned. And information received confirms the event onset date as previously reported in the initial report.

Manufacturer narrative:
D3 (manufacturer fax) has been added. G1 (manufacturer contact fax number) has been added. Stroke: the cause of the injury was not determined due to insufficient clinical details. Hemolysis/mechanical interaction with blood: the cause of the hemolysis was not determined since no product/logs or sufficient clinical details were returned. Unknown if the platelets given or the repositioning resolved the hemolysis. Device in wrong position: the cause of the deep positioning issue was not determined since no product/logs were returned and insufficient clinical details were provided regarding how it went deep.

Manufacturer narrative:
Section b5 and h6 were updated based on additional information received.

Event description:
Additional information received that patient experienced hemolysis due to placement. Patient was given packed red blood cells and platelets to address the issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via left axillary artery in a 66 year old male who was admitted for cariomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. On day 11 of support the patient had a hemorrhagic stroke, in which the cause was unclear and no additional details provided. Stroke is a known potential adverse event of the impella 5.5. Per the instructions for use.